Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils had migrated and was embedded in her uterus") and device dislocation ("other coil could not be located in the fallpian tube") in a (B)(6) female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" in 2013). The patient had a medical history of multiparous. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced cyst ("small cyst"). Essure was removed on (B)(6) 2013. In 2013 she experienced pregnancy with contraceptive device ("five weeks pregnant"). An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), abdominal pain ("severe abdominal cramping/ abdominal pain"), heavy menstrual bleeding ("heavy menstrual cycle bleeding"), back pain ("back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removed). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, back pain, cyst, device dislocation, dyspareunia, embedded device, heavy menstrual bleeding and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): 2009 diagnostic tests (not otherwise specified): physicians advised that she may have a small cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2020: pif received : essure insertion date updated and removal date added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils had migrated and was embedded in her uterus") and device dislocation ("other coil could not be located in the fallpian tube") in a 30 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" in 2013). The patient had a medical history of multiparous. 2009 diagnostic tests (not otherwise specified): physicians advised that she may have a small cyst. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced cyst ("small cyst"). Essure was removed on (B)(6) 2013. In 2013 she experienced pregnancy with contraceptive device ("five weeks pregnant"). An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), abdominal pain ("severe abdominal cramping/ abdominal pain"), heavy menstrual bleeding ("heavy menstrual cycle bleeding"), back pain ("back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removed). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, back pain, cyst, device dislocation, dyspareunia, embedded device, heavy menstrual bleeding and pregnancy with contraceptive device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.